Event description:
It was reported that the implantable cardiac monitor was found to be operating in backup mode. A device reset was performed but the device was explanted. No patient symptoms were reported.

Manufacturer narrative:
Initial report source: company representative.